Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -13.00/1.0/140 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Reportedly, lens to be explanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H1: serious injury. Additional information: b5 - per infoflo the lens was explanted. Claim # (B)(4).